Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that when she removed the u by kotex click super absorbency tampon, the string started to stretch out and the tampon deformed / elongated from the normal shape but didn't completely fall apart. She is confident all pieces were removed from the body and did not seek medical assistance.